Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier would not release after firing. While the applier was being removed, it tore the vessel and the head of the applier broke off and fell into the patient. The head of the applier was removed and a second applier was used to rectify the torn vessel and complete the procedure without any patient consequence.